Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump history showed that there were two partially delivered boluses on (B)(6) 2015 at 11:54 and 11:57 due to occlusion alarms with high force. The delivered boluses were consistent with the bolus tdd history. The pump successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u. No alarms or warnings occurred during testing. The battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus delivery history was inconsistent with the total daily dose of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.